Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the patient presented through merlin.net transmission after receiving vibratory patient notification alert for v oversensing, two episodes of non-sustained rv oversensing were observed. Patient was brought into clinic for further evaluation. Noise on rv lead was suspected. Noise was not reproducible with provocation/isometrics or pocket manipulation. Later, the patient received more vibratory alerts related to short episodes of non-sustained rv oversensing related to lead noise. Patient reported symptoms of dyspnea on exertion, occasional palpitations and urinary frequency. The device and the lead were replaced. Patient was in stable condition at the end of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to an unspecified issue. No additional information was available.